Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported no communication was confirmed in the laboratory. The battery was returned to the vendor for further analysis, no anomalies were found. The cause of the depletion could not be determined.